Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid-crystal display controller. Unable to verify missing segments/partial display and unable to perform any tests due to insulin pump flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 465 mg/dl. Customer was treated with manual injection. Customer was not using auto mode feature. Customer was calling back for blank display issue after receiving new battery cap. Display was flashing white. The insulin pump will be returned for analysis.